Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, discontinued after 14 days) and ceftazidime injection (1gm, intraperitoneal, once daily for 14 days) for peritonitis. The patient was discharged five days after hospital admission. Fourteen days after event onset the patient recovered from peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.